Event description:
A caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. A systems check was performed with tandem technical support and no issues were identified.